Event description:
It was reported by the affiliate that during a cholecystectomy procedure, first few clips fired as expected then device wouldn't fire. Surgeon removed device from patient and dry fired it successfully. Surgeon then placed device back into the patient where it again wouldn't fire. No consequences to the patient.